Event description:
During an incident in a foreign country, in 2000 involving an unk pt, this defibrillator prompted "needs service - energy low" in the display after the shock and the unit seemed not to provide a shock to the pt. No further pt or incident info is known.

Manufacturer narrative:
The returned defibrillator was tested to find that the "needs service energy low" condition was caused by a pt relay (k2 of the high voltage board) that was not switching. K2 and it's pair k3 were replaced and proper operation of the defibrillator for pt treatment was verified. The incident printout documents the "needs service energy low" warning was issued and the data following the "shock delivered" annotation indicated that no energy was actually delivered to the pt. Additionally, there was evidence on the printout of connection problems between the defibrillator and the pt which may be the result of either bad pt to electrode connection, bad cable contact to electrode connection or bad connection in the defibrillator's internal circuits. A pt relay switching problem could have caused the defibrillator-to-pt contact problem. The hs3000 operating instructions explain that the hs3000 monitor's capacitor energy before and immediately after a shock. The messages "energy high" or "energy low" occur at variances of more than +/- 20% from delivered energy as selected. The instructions also explain what to do should these messages be experienced. This is an unusual mechanical problem for which no trend exists. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.